Event description:
A peritoneal dialysis (pd) pt reported being diagnosed with an umbilical hernia in (B)(6) 2015. The pt has not yet undergone surgical repair. Medical records have been requested but, per the pt's pd nurse, are unavailable.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.